Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed resolving the occlusion. Blood glucose (bg) level was 350mg/dl. A manual injection was administered to address bg level. Due to the bg level, the customer was hospitalized. While in the hospital, the customer received treatment in the form of insulin delivered intravenously. The customer was released from the hospital 2 days later. Reportedly, the customer reverted to insulin pens for insulin therapy.